Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, bench handling, and functional stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The customer's accessories were not returned for evaluation. The processor/bridge/pace board, ECG board, and defib-monitor flex cable will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.